Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.patient alleged blisters and skin infection.this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged blisters and skin infection. In previous report, section b5 was incorrect. Correct b5 should be- the manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles in the device, blisters and skin infection, headaches. The patient is on antibiotics as well as steroids. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found white and black unknown contamination and small hairs at the air input of the blower box, brown and black contaminants at the bottom of the blower box, keratin at the air outlet of the blower box, sound abatement foam degradation in the blower box. The manufacturer also received humidifier and completed and found multiple unknown brown and black contaminants and dark-colored hair strands inside of humidifier box and on the dry box seal, unknown white marks or contamination on the heater plate. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminants found were consistent with white and black unknown contamination and small hairs at the air input of the blower box, brown and black contaminants at the bottom of the blower box, keratin at the air outlet of the blower box and multiple unknown brown and black contaminants, dark-colored hair strands inside of humidifier box and on the dry box seal, unknown white marks or contamination on the heater plate. The manufacturer also concludes sound abatement foam degradation in the blower box. The manufacturer concludes there was evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The manufacturer received new information alleging headache. G3 date is updated in this followup report and should be (B)(6) 2021.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The manufacturer previously reported alleging blister in nose and headache. The manufacturer received new information blister in nose and headache is nothing related to the device. In this followup report section b3,b7 and g3 is updated with additional information.